Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the femoral arterial line from a single lumen distal aortic pressure monitoring set was cracked at the hub and leaking. The line was insitu for 21 hours, and it was intact when it was removed. The head of the bed was noted to be <30 degrees. The product problem did not result in any reported serious injuries to the patient.